Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call the insulin pump had an absence of alarm and damage. The customer¿s blood glucose level was 447 mg/dl at the time of the incident. The customer treated the high blood glucose with manual injection. The customer¿s mother reported the insulin pump does not beep at all when the reservoir is low and will run out of insulin. The customer states where the battery goes is tough, it chipped off, the area on the battery cap. The customer¿s mother did not troubleshoot the issue does not have the insulin pump. The insulin pump will not be returned for analysis.